Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrence incontinence. A surgical procedure was performed during which only the pressure regulating balloon (prb) was removed and replaced for a higher pressure balloon. There were no further patient complications.